Manufacturer narrative:
(B)(6). Device is a combination product. (B)(4). The device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified right coronary artery. After a guide wire crossed through the lesion, predilation was performed using a semi-compliant balloon and intravascular ultrasound (ivus) was then performed. A 3.50mmx24mm synergy drug-eluting stent was advanced for treatment; however the stent failed to cross the lesion. After the device was removed from the patient's body, the proximal end of the stent got lifted up. A non-bsc guide extension catheter was advanced and the procedure was completed with another synergy drug-eluting stent. No patient complications were reported and the patient's status was good.